Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient took a couple falls and now their medtronic device seems like its short circuiting. Patient lost 135 pounds and used to have a larger behind but now they do not and they fell right on the bone. When patient fell against the corner of a chair, they "mushed it". Patient reported it is very painful and going up in the ribs. Patient stated they were having the "short circuit" feelings even before the fall. Patient turned the therapy off for about 4 hours and then they turned it back on again and they felt a "buzzing" again in their crotch. Patient also suspects they have a urinary tract infection because they are not peeing right, they have a thicker urine flow and get a pain in their back after urinating. When patient services asked the patient when problems started patient responded that they called their doctor's office about it on friday. Ps recommended patient turn therapy off until they can follow up with managing physician. Patient responded that they did have it turned off for months and it never did anything. Patient's current weight is (B)(6).